Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing an uncomfortable chest feeling. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device provided airflow during therapy. Dust and dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure, and airpath, suggesting a source external to the device. There was also evidence of water ingress on the blower and blower box along with black contamination at the blower seal of the blower box, which is consistent with the keratin contamination. The evaluation showed the outside enclosure temperature was within spec. The manufacturer cannot address the symptoms described in the complaint (burning/smoke/electrical odor).